Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon evaluation pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The root cause for the bent pins was unable to be positively identified, but was likely excessive force applied when the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the patient's belt connector was unable to seat in the monitor. The patient was provided with a replacement electrode belt.